Event description:
A hospital had stated to our representative that the nasal canula tubing on bc2745 infant cannula had kinked off on several occasions. Customer further complained that the tubing becomes soft when warmed by humidified gas. No patient consequence was reported.

Manufacturer narrative:
The complaint device is unavailable for inspection and no lot number given. The information provided is based on the event description. Results: the oxygen cannula tubing is directed from the nose over the ears and to the rear of the baby's head. This allows the connection to the breathing tube away from the patient. The other method is to direct the tubing over the ears and under the chin, connecting the breathing tube over the patient's chest. A slider is moved to tighten the tubing where it bifurcates at the head or chin. If there is too much tightening, the slider can cause the tubing to kink. Conclusion: the tubing is a small diameter, flexible, and light weight, for comfort and unobtrusiveness, but makes the tubing easier to kink. The instructions for use say to check that the tubing is not kinked. We are to investigate further statement that the tubing is becoming soft when used with the humidifier. Our monitoring and trending for this type of event of kinking has a rate of occurrence worldwide for the last year of 0.0056%.